Manufacturer narrative:
To address and resolve the issue, a replacement device and refill kit have been sent to the member. The device associated with this incident was not returned for investigation. If the device is returned an investigation will be conducted and a supplemental report will be filed.

Event description:
The patient reported that their teladoc health device displayed inaccurate glucose readings. In response to the low readings, the patient ingested sugar to raise their blood glucose levels. When the readings did not improve, the patient went to the emergency department. The patient brought their teladoc meter to the emergency room, where it continued to display a low reading (exact value not provided). Emergency department staff performed their own blood glucose test, which the patient reported was within the normal range (exact value not provided). The patient was not provided treatment and was discharged.

Event description:
The patient reported that their teladoc health device displayed inaccurate glucose readings. In response to the low readings, the patient ingested sugar to raise their blood glucose levels. When the readings did not improve, the patient went to the emergency department. The patient brought their teladoc meter to the emergency room, where it continued to display a low reading (exact value not provided). Emergency department staff performed their own blood glucose test, which the patient reported was within the normal range (exact value not provided). The patient was not provided treatment and was discharged.

Manufacturer narrative:
The device related to this incident was returned for investigation. Internal functional testing was performed, and no failures were detected during functional testing. The internal investigation confirmed the device was working as intended.